Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. The patient has a history of atrial lead noise and previously programming changes were made to decrease sensitivity. Upon interrogation, it was noted that there was atrial under-sensing of atrial fibrillation and atrial flutter. Programming changes were made to increase sensitivity, but noise and under-sensing were still present; the patient would continue to be monitored. There were no patient consequences.